Event description:
It was reported that; on the specified date, (B)(6) 2017, the system was being used in a 2 level alif procedure. One cage had already been implanted at the 5/1 level. The second cage was being implanted at the 4/5 level, and the instrument "inserter guide inner shaft broke at the junction of the finger tightening cylinder and the draw rod that inserts into the cage inserter/guide, during malleting in of the cage into the disk space. There was a second instrument, in the instrument tray, and that was used to complete the insertion of the cage.

Manufacturer narrative:
The customer reported event was confirmed via correspondence and visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The potential root cause is normal wear and tear.

Event description:
It was reported that; on the specified date, (B)(6) 2017, the system was being used in a 2 level alif procedure. One cage had already been implanted at the 5/1 level. The second cage was being implanted at the 4/5 level, and the instrument "inserter guide inner shaft broke at the junction of the finger tightening cylinder and the draw rod that inserts into the cage inserter/guide, during malleting in of the cage into the disk space. There was a second instrument, in the instrument tray, and that was used to complete the insertion of the cage.